Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Sterile device testing was successfully performed. Test results did not observe any device deficiency, the sterile devices were tested with successful needle deployment and backdown performed. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D9, h3: device return status.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostar device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement with two prostar xl devices were attempted in the right common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, during deployment of the first prostar xl device, the needles turned and dug into the skin causing damage to the artery. The needles were unable to be backed down and had to be manually removed from the skin. The second prostar xl device was used however, felt weird on deployment so deployment was discontinued and the prostar removed. Two proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed. A stent was placed on the artery to repair the artery damage caused by the first prostar device. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure due to the issue with the first prostar. No additional information was provided.